Manufacturer narrative:
The field service engineer performed multiple maintenance actions including cleaning the mixing bath, cleaning the rinse bath, changing tubing, changing syringe seals, changing a tension band on the mixer motor, cleaning and lubricating a probe transport rod, cleaning and lubricating bearings, cleaning a drive, priming probes, and replacing the measuring cell. The entire detection unit was later changed. Performance was within specifications and controls recovered within range. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t stat assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 54.42 pg/ml. The sample was repeated three times, resulting with values of 10.07 pg/ml, 9.49 pg/ml, and 9.29 pg/ml. The troponin t reagent lot number was 459541, with an expiration date of 31-jul-2021.